Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged a bg level of 400 mg/dl, without any additional symptoms of hyperglycemia. This incident does not meet animas' definition of an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.